Manufacturer narrative:
On december 21, 2023, mentor received information regarding the impacted device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant" field d4 for catalog number has been updated to "3544007" field d4 for lot number has been updated to "5749911" field d4 for unique identifier( UDI) has been updated to (B)(4) field g4 for PMA/ 510(k) has been updated to "p030053". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on january 18, 2024, and january 22, 2024, mentor became aware of the following and corresponding fields have been updated on this form: serial number for the left side is (B)(6); field d4 has been updated. Serial number for right side is (B)(6). Date of implant was (B)(6) 2007; fields d6a have been updated. Replacement devices used on (B)(6) 2023 were catalog number smhb435; serial number (B)(6) on the left side, and catalog number smhb435; serial number (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 28, 2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the date of implant ((B)(6) 2006) is prior to the manufacturing date (may 22, 2007) of reported lot number 5749911. Follow up were performed and the following response was received on january 4, 2024, "we were not the original surgeon, patient stated her implants were placed in 2006". Hence, no updates are available at this time. If any clarification/information is received in the future, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants smooth and experienced bilateral breast implant rupture, and bilateral capsular contracture; left side baker grade ii, and right side baker grade IV postoperatively. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On january 24, 2024, the mentor failure analysis lab received the device for evaluation. On january 26, 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 400cc breast implant was found to be ruptured. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).